Manufacturer narrative:
Date of event is unknown. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain and discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Additionally, the pocket site was relocated to a new position of comfort to further address the issue.